Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: a liner cutter and the cdh25a were both used in the same surgery. The two ecr60w reloads were used with liner cutter. The liner cutter was good. So only ecr60w reloads and cdh25a were reported. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was received that stated a linear cutter and a cdh25a were used in the same surgery. The two ecr60w reloads were used with a linear cutter. The ecr60w is not compatible with the linear cutter as the ecr60w is used with our endocutter devices. 1. Please clarify what products were utilized in the procedure. 2. Did the ecr60w¿s not fire? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the radical gastrectomy surgery, could not fire when severing gastric tissue. Changed another one to use, still could not fire. Changed the new one to complete surgery. There was no patient consequence reported.